Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.